Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic for routine follow up showing increased capture threshold measurements and a drop in high voltage lead impedance. Diagnostic imaging of the lead revealed no anomalies. Patient will be monitored with routine follow up. Device remains implanted.